Event description:
A female nurse in the trauma room was positioning a d540 light over the surgical table when the light head and spring arm detached from the suspension arm and fell to the ground. The nurse was struck by the light head, but it is unk what the extent of her injuries were.